Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. The returned screwdriver was confirmed to be fractured. The hex end of the driver had broken off. The rod insert and knob was not returned. There is a small nick and wear marks on the rod insert near the etched identification details. All dimensions checked met print specifications. The device history records were reviewed; the records indicated the parts met specifications at the time of manufacture. The instrument had a potential field age of approximately one year and four months at the time of the incident. This device is used for treatment. If the plunger is tightened excessively repeatedly, the region circumferential to the holes at the base of the slot will fatigue from expanding and returning to original shape. This weakening could cause the tip to fracture during use, especially if a high torque is being applied to the screwdriver. It is also possible that this instrument was mishandled, dropped or subjected to an impact load causing tip to fracture. Excessive tightening alone may have led to the fracture of the end of the device. Based on information provided, a definite root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the instrument broke during surgery.